Manufacturer narrative:
Correction: h6 - updated img and fdc codes to more appropriate codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding their recharger reporting they were trying to charge their implanted neurostimulator and the recharger went blank /unresponsive. During the call patient service walked patient through resetting the controller. However the recharger itself was not powering back on or taking a charge. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the field for visibility and to inform them that the pt needed a replacement recharger and needed assistance with getting a wireless recharger to the pt. Patient mentioned that they have an appointment in marshfield in a couple weeks to get their gabapentin. Patient did not have a current managing healthcare provider. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.